Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the underwent external and internal visual inspections and no issue with the conductor wire detected. The instrument passed the electrical continuity test. Failure analysis could not verify the customer reported event. The instrument was found to have a broken grip cable at the distal end. The probable root cause of the broken conductor wire cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no broken conductor wire. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event; however, the grip cable was noted to be broken. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first reported after the removal from the patient. The wire was exposed due to damaged due to exposed insulation. The cable was intact. No arcing was observed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.